Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Product inquiry states the drill, tri-flat t2 femur to be the subject product. No further associated products were reported. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The cutting edges of the drill were in a very bad condition, they were significantly damaged. The drill was not sharp anymore. The use of a blunt drill requires unintended high forces to achieve a drilling progress at all. In addition, the risk of necrosis due to excessive heat development increases. The drilling spiral was completely sheared off at the level of approx. 55 mm from the tip. Appearance of the breakage surfaces, the course of the breakage line as well as the absence of plastic deformation suggested that the drill broke in a sudden manner; it is not unlikely that drilling under misalignment and bending forces in combination with high force application due to the bad cutting performance had led to the final breakage of the drill. According to information received, the drill slid away on the surface of the greater trochanter while drilling. It cannot be excluded that the drill returned had been pre-damaged during former surgeries, but the damage should then have been detected during inspection prior to surgery and another device would have been used. As the drill had been in use for a longer time (manufactured in 2010) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. Based on the above facts it can be ascertained that the root cause is not related to a deficiency of the device, but is rather linked to an inadequate handling by the user. No non-conformity was identified.

Event description:
During t2gtn surgery, the drill was broken when surgeon was drilling to oblique screw hole. The drill was slipped on surface of greater trochanter and be out to anterior of the nail. After that the broken part was removed and the surgery was finished. There was 5 minutes delay on the surgery.

Event description:
During t2gtn surgery, the drill was broken when surgeon was drilling to oblique screw hole. The drill was slipped on surface of greater trochanter and be out to anterior of the nail. After that the broken part was removed and the surgery was finished. There was 5 minutes delay on the surgery.